Event description:
It was reported that during a shoulder procedure using a dyonics rf-s whirlwind 90 degrees probe with integrated cable, the patient and user sustained burns from the saline outflow leaking. The surgeon stated that they do not prefer to use the probe for outflow, thus did not realize that the outflow control on the probe was in the open position. There were no further details provided regarding the severity of the burn or the treatment, however, no additional patient complications have been reported as a result of this event.